Event description:
Manufacturer reference number: 2017865-2021-34985. Manufacturer reference number: 2017865-2021-34988. It was reported that the patient presented for a follow up in clinic. The right atrial (ra) lead exhibited elevated capture threshold. The left ventricular (lv) lead exhibited loss of capture and high pacing impedance. Chest x-ray and fluoroscopy revealed that the right ventricular (rv), ra and lv leads were dislodged. The ra lead was repositioned (B)(6) 2021. The lv lead was explanted and replaced. The rv lead helix failed to extend so the lead was explanted and replaced. The patient remained stable pre, intra and post procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of no capture and high pacing lead impedance were not confirmed. Visual inspection and electrical testing of the lead did not find any anomalies. The reported event of the helix failed re-deployment was confirmed. X-ray examination found the helix stretched and the inner coil inside the connector region was over torqued consistent with procedural damage.